Event description:
Per the clinic, the patient experienced irritation at the abutment site. Subsequently on (B)(6) 2015, the patient underwent a surgical procedure to have the abutment removed and a magnet placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.